Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up the device exhibited post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.

Manufacturer narrative:
(B)(6).